Event description:
It was reported to covidien on 3/19/2009 that a customer had an issue with some gauze. The customer stated that they were using this gauze to wrap a heal wound. The patient had a reaction, a dermatitis or blistering, on the top of the foot. The customer was prescribed kenalog ointment steroidal cream.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.